Event description:
Ventilator in use on pt began alarming device alert and displayed error message. Pt was immediately ventilated manually and ventilator was replaced. Pt resumed on new ventilator with no adverse outcome. Upon review of the device activities log, vendor representative discovered ventilator had experienced communication errors. Vendor replaced the device central processing unit (cpu).